Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03664. It was reported that stent damage and in-stent restenosis occurred. The target lesion was located in the right coronary artery (rca). Approximately two years ago, a promus element mr drug eluting stent was implanted in the mid rca overlapping with another promus element mr stent. Following stent implantation, stent malformation occurred to the proximal segment of the implanted promus element mr stent which led to restenosis of both implanted overlapping stents in the mid rca. In-stent restenosis was treated with stent placement of a shorter promus premier stent at the sight of the fractured stent. No patient complications were reported and the patient's status was stable.